Event description:
It was reported that a revision surgery will be performed due to fall of the patient, causing a disassociation of the device.

Manufacturer narrative:
The associated legion ps high flexion insert was returned and evaluated. From the lab analysis conducted during this investigation, it was concluded that the exact cause of the post wear and deformation, lock detail deformation and fracture, and the small anterior notch or gouge could not be determined. There were no observations of material or manufacturing deviations in the course of this investigation. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the available information, the cause of the wear damage on the insert could not be concluded. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. No further medical assessment can be rendered at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.